Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis event. Blood glucose level was 292 mg/dl at the time of the event. Patient was treated with manual insulin injection, glucose serum and with insulin pen. Symptoms reported by patient at the time of hospitalization event was vomiting, thisty and fainted. The duration of hospitalization was greater than 24 hours. Patient was found positive for ketones level and the result was 3.6. No further information available.

Manufacturer narrative:
E1: patient country: (B)(6), patient city: madrid.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code malfunction cannot be determined. The batch 6006808 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006808 were previously tested in complaint 2144934 on 15/jul/2025. Device history record (DHR) review: packing of quick set. The lot 6006808 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac 12, on 25/apr/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4d03116 was manufactured according to the wi version 27 assembled in the quickset line, on 25/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/jul/2025 against malfunction code malfunction cannot be determined and lot 6006808 and no other complaint has been registered in database for the same lot 6006808 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. .